Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver called adc to report that on (B)(6) 2020, the customer received a sensor reading of 39 mg/dl when compared to a built-in meter reading of 301 mg/dl. No symptoms or comparative readings were reported however, the customer was incapable of self-treating and had contact with a healthcare professional who administered ¿9.0u/I¿ of insulin as treatment. No additional treatment information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver called adc to report that on (B)(6) 2020, the customer received a sensor reading of 39 mg/dl when compared to a built-in meter reading of 301 mg/dl. No symptoms or comparative readings were reported however, the customer was incapable of self-treating and had contact with a healthcare professional who administered ¿9.0u/I¿ of insulin as treatment. No additional treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.